Manufacturer narrative:
Clarification to d6a: partial date of 2009 provided. Continued e1. Additional phone number: (B)(6). Continued e1. Additional email addresses: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "textured implants" and capsular contracture baker grade IV. This record is for the left side. Device remains implanted.